Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was to be implanted to the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the naviflex guide catheter moved even in locked mode, as it was reportedly broken. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the naviflex rx delivery system instructions for use (IFU) states, "to deploy the stent, loosen the tuohy-borst adapter slightly and pull on the guide catheter luerlok hub and guidewire. Hold the outer positioner stationary, while gently retracting the inner guide catheter and guidewire. Endoscopically monitor the stent position. Warning if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed. The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Block e1 initial reporter phone has been updated based on the additional information that was received on august 21, 2025.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was to be implanted to the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the naviflex guide catheter moved even in locked mode, as it was reportedly broken. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the naviflex rx delivery system instructions for use (IFU) states, "to deploy the stent, loosen the tuohy-borst adapter slightly and pull on the guide catheter luerlok hub and guidewire. Hold the outer positioner stationary, while gently retracting the inner guide catheter and guidewire. Endoscopically monitor the stent position. Warning if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed. The physician did not follow the steps cited in the IFU.